Event description:
On (B)(6) 2005, the patient the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan revealed that the device had a posterior tilt of 10 degrees. The apex of the filter was touching the inferior vena cava wall.

Event description:
On (B)(6) 2005, the patient the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan revealed that the device had a posterior tilt of 10 degrees. The apex of the filter was touching the inferior vena cava wall. It was further reported that the ivg filter apex was less than 2 centimeters below the most inferior renal vein and did not perforate the inferior vena cava.there were no fractured or bent struts.